Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a coronary artery bypass graft (CABG) the device broke. Another device was used to complete the procedure. This report involves one (1) isola spine system dual connector jaw 6.35 - 6.35mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional device product codes: kwq, kwp, and mni. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.